Manufacturer narrative:
The product identity was confirmed in the product evaluation. The product was visually inspected and only the post and attached applier were returned. It was seen that the post was fractured through the minor diameter; therefore the complaint is confirmed. The most likely underlying cause of this complaint is determined to be excessive force applied to the post during insertion.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a cranial bone procedure, the post of the lactosorb rapidflap clamp broke right above the outer plate. Once the clamps are tightened the post is cut and contoured. Since the post broke above the plate it did not have to be cut, therefore the procedure was completed without any delay.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.